Event description:
I was contacted by philips respironics early 2021 about a recalled CPAP. I registered my medical device at that time and still have not received a new CPAP. After many phone calls, I escalated the issue on (B)(6) 2021 and again on (B)(6) 2022. I called today for a follow up and was told that they are unable to find a dme match but they will still remedy the problem, as they should because this is an expensive, much required medical necessity. She told me to be patient until the escalation team can get in touch with me. I think more than 2 years is very patient. I paid for this device out of my own funds and was told today, that no monetary compensation is being offered. I need this CPAP machine. It is a huge safety issue affecting my health. The FDA authorized and required the company to recall the CPAP machines. Their website said it would replace the device within 12 months. It's been 2 years. "Can you please help me get this done?".